Event description:
Information was received from a consumer and healthcare provider (hcp) regarding a patient who was receiving baclofen (unknown concentration, dose and lot number) via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. Other medication the patient was taking was oral baclofen. The date of the event was (B)(6) 2016. It was reported the patient experienced an infection following hip surgery. The patient had (B)(6). The infection was being addressed by the healthcare provider. The patient was going through withdrawal. The event date was (B)(6) 2016. The patient experienced fever, rash, itching, leg spasms, seizures, vomiting, and loss of appetite. The symptoms started suddenly but were progressively getting worse. The patient had seen her primary doctor (B)(6) 2016 and (B)(6) 2016 and they were not alarmed about baclofen withdrawal. The physician was contacted and the reporter was advised to not go to the emergency room since they will not address the withdrawal. The reporter was told to wait and be seen in the office next week. The patient was seeing a new hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.